Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded electrograms with far field r wave over sensing, resulting in false mode switches and tracking far field r wave. Device settings were reviewed and diagnostic lead tests were performed. The device was reprogrammed to automatic gain control and sensitivity was decreased. No more far field r waves were over sensed after the reprogramming. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Correction of impact codes, h6 field. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker recorded electrograms with far field r wave over sensing, resulting in false mode switches and tracking far field r wave. Device settings were reviewed and diagnostic lead tests were performed. The device was reprogrammed to automatic gain control and sensitivity was decreased. No more far field r waves were over sensed after the reprogramming. The pacemaker remains in service at this time. No adverse patient effects were reported.